Manufacturer narrative:
Refer to section b.5. For updated details.

Event description:
It was reported that the patient underwent a pacemaker system check prior to having valve surgery on (B)(6) 2025. Upon interrogation of the pacemaker, it was observed that the lead safety switch had been triggered on (B)(6) 2024, due to atrial pace impedance greater than 3,000 ohms. Review of the atrial lead trend also showed that an additional three measurements of atrial pace impedance greater than 3,000 ohms had also occurred. The patient's underlying rhythm at the time of the check was atrial flutter with complete heart block. The lead configuration was then adjusted to unipolar pacing and bipolar sensing. The subsequent unipolar atrial pace impedance measurement was 512 ohms. The atrial lead remains in service. Additional information received indicated that the high atrial impedance persisted. The patient was seen in-clinic and occasional noise was observed on recorded atrial tachycardia/atrial fibrillation episodes which was not reproducible with isometric maneuvers. Farfield r-wave oversensing was also observed. The atrial sensitivity had diminished, and the auto atrial threshold test was unable to be completed due to low evoked response. Atrial sensitivity was set to 0.15 mv. The physician was considering x-ray to evaluate the lead and plan next steps. It was further reported that x-ray imaging was not performed. The patient recently went through an upgrade procedure to a cardiac resynchronization therapy pacemaker and the original atrial and ventricular leads were utilized. Following the upgrade the patient was on remote monitoring and atrial impedances were stable.

Event description:
It was reported that the patient underwent a pacemaker system check prior to having valve surgery on (B)(6) 2025. Upon interrogation of the pacemaker, it was observed that the lead safety switch had been triggered on (B)(6) 2024, due to atrial pace impedance greater than 3,000 ohms. Review of the atrial lead trend also showed that an additional three measurements of atrial pace impedance greater than 3,000 ohms had also occurred. The patient's underlying rhythm at the time of the check was atrial flutter with complete heart block. The lead configuration was then adjusted to unipolar pacing and bipolar sensing. The subsequent unipolar atrial pace impedance measurement was 512 ohms. The atrial lead remains in service. Additional information received indicated that the high atrial impedance persisted. The patient was seen in-clinic and occasional noise was observed on recorded atrial tachycardia/atrial fibrillation episodes which was not reproducible with isometric maneuvers. Farfield r-wave oversensing was also observed. The atrial sensitivity had diminished, and the auto atrial threshold test was unable to be completed due to low evoked response. Atrial sensitivity was set to 0.15 mv. The physician was considering x-ray to evaluate the lead and plan next steps.

Event description:
It was reported that the patient underwent a pacemaker system check prior to having valve surgery on (B)(6) 2025. Upon interrogation of the pacemaker, it was observed that the lead safety switch had been triggered on (B)(6) 2024, due to atrial pace impedance greater than 3,000 ohms. Review of the atrial lead trend also showed that an additional three measurements of atrial pace impedance greater than 3,000 ohms had also occurred. The patient's underlying rhythm at the time of the check was atrial flutter with complete heart block. The lead configuration was then adjusted to unipolar pacing and bipolar sensing. The subsequent unipolar atrial pace impedance measurement was 512 ohms. The atrial lead remains in service. Additional information received indicated that the high atrial impedance persisted. The patient was seen in-clinic and occasional noise was observed on recorded atrial tachycardia/atrial fibrillation episodes which was not reproducible with isometric maneuvers. Farfield r-wave oversensing was also observed. The atrial sensitivity had diminished, and the auto atrial threshold test was unable to be completed due to low evoked response. Atrial sensitivity was set to 0.15 mv. The physician was considering x-ray to evaluate the lead and plan next steps. It was further reported that x-ray imaging was not performed. The patient recently went through an upgrade procedure to a cardiac resynchronization therapy pacemaker, and the original atrial and ventricular leads were utilized. Following the upgrade the patient was on remote monitoring and atrial impedances were stable. It was additionally reported that the atrial automatic threshold test had been suspended due to noise. The atrial intrinsic amplitude continued to be out-of-range at 0.3 mv. And the atrial sensitivity remained at 0.15 mv (automatic gain control). Events were recorded by the crt-p on (B)(6) 2025, due to oversensing of atrial lead noise. The lead configuration remained at unipolar pacing and bipolar sensing. The noise appeared to be possibly external.

Event description:
It was reported that the patient underwent a pacemaker system check prior to having valve surgery on (B)(6) 2025. Upon interrogation of the pacemaker, it was observed that the lead safety switch had been triggered on (B)(6) 2024, due to atrial pace impedance greater than 3,000 ohms. Review of the atrial lead trend also showed that an additional three measurements of atrial pace impedance greater than 3,000 ohms had also occurred. The patient's underlying rhythm at the time of the check was atrial flutter with complete heart block. The lead configuration was then adjusted to unipolar pacing and bipolar sensing. The subsequent unipolar atrial pace impedance measurement was 512 ohms. The atrial lead remains in service.